Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Customer reports the softclix lancet hangs out of the end of the device (lancet will not retract). No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred, or how long it has been occurring. No adverse event reported. The malfunction was confirmed upon eval by the MFR. Requested return of suspect device and replacement was sent. Softclix lancet lot number wir057.